Event description:
Customer physicist reports: system check shows fluoro dose at 10.8 r/min.

Manufacturer narrative:
Liebel - flarsheim field service report. Fse adjusted and calibrated fluoro from 10.8 to 9.3. System returned to full service by the customer.